Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys estradiol iii assay result for one patient sample. The initial result was <5 pg/ml and was reported outside of the laboratory. The medical personnel treating the patient complained that the result did not fit the patient context. The sample was repeated with a result around 400 pg/ml. No treatment was given to the patient and there was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.